Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about a customer complaint with a maxi sky 2 ceiling lift and the loop sling involvement. Following the information provided, a patient was very anxious and reached her hands through the loops from the sling to the spreader bar. The staff were concerned the patient would injure herself so they stopped the transfer and told the patient to not put her hands to the spreader bar. The patient let go with her left hand but not the right one which led the spreader bar snapped hitting one of the nurses in the head. The nurse fell to her knee, vomited and sustained a concussion.

Manufacturer narrative:
Arjo was informed about an incident with a maxi sky 2 ceiling lift and a passive loop sling involvement. Following the information provided, a patient was very anxious during a transfer and while in the air she reached through the sling¿s loops to the spreader bar with her hands. The customer¿s staff stopped the transfer and asked the patient to not put her hands on the spreader bar. The patient released the spreader bar with her left hand but not the right hand. This caused that the spreader bar hit the nurse in the head. The nurse fell to her knee, vomited and sustained a concussion. After the incident, an arjo service technician visited the customer to inspect the involved system (lift and sling). The lift inspection did not reveal any malfunction. The sling was not available but no allegation about its malfunction was reported to arjo. The reported issue occurred due to unfortunate sequence of events. The patient was agitated and when she released the spreader bar of the ceiling lift, it hit the nurse in the head. The instructions for use for the passive loop slings (document number: 04.sl.00-int1_8) in the ¿safety instructions ¿ safety practices¿ section instructs the user: ¿at any time, if the patient becomes agitated, stop transferring/transporting and safely lower the patient.¿ no technical malfunction of the device was detected that could have caused or contributed to an adverse event. To sum up, while the event occurred arjo ceiling lift and passive loop sling were used as a system for a patient¿s handling. Due to use error, the system failed to meet its performance specification as the spreader bar of the lift hit the nurse on the head resulting in a serious injury.